Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the tubing and twist clamp of a transfer set. This was observed after peritoneal dialysis treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the silicone tubing was separated from the female connector. There was evidence of impressions on the end of the tubing indicating the tubing was positioned on the female connector at the time of production. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.